Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse replaced the wbc diluent dispenser, which resolved the background errors and the instrument ran without issue and all repairs were verified per established procedure.

Event description:
The customer reported white blood cell (wbc) background error messages from a coulter lh 780 hematology analyzer. The customer was running samples at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event.